Event description:
Patient received a burn during an electrotherapy treatment.

Manufacturer narrative:
Awaiting device returned and evaluation. Type of device: ipf, stimulator, muscle, powered, 890.5858; gzi, stimulator, neuromuscular, external functional 882.5810; hcc, device, biofeedback, 882.5050; img, stimulator, ultrasound and muscle, for use in applying therapeutic deep heat, 890.5860.